Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) display screen show battery maintenance required. The customer swapped battery for battery calibration process. A getinge field service engineer (fse) evaluated the unit and confirmed the battery maintenance required message. The batteries were not expired. The fse returned batteries and unit tested ok. All functional and safety checks have been performed to factory specifications.

Manufacturer narrative:
(B)(6).